Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented one-day post system implant. Upon review, the right ventricular lead exhibited decreased r waves and increased capture threshold. Lead dislodgement was suspected. A chest x-ray was performed on (B)(6) 2018, lead dislodgement was not able to be confirmed. On (B)(6) 2018, the lead was successfully repositioned. The patient was stable throughout.